Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the implantable pulse generator (ipg) exhibited premature/unexpected battery depletion and scheduled for explant and replacement. During ipg replacement procedure noted battery depletion within 7 years, nearing depletion and replacement needed. Due to facility personnel issue, replacement procedure was postponed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.